Event description:
It was reported that worn tasps were returned to the pms department missing bearings and accompanied by a worn instrument form. It is unknown at what point the device became separated from the bearings. They were reported to have returned to the warehouse in this condition after washing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 42527900304; lot# 62544376; item# 42527900703; lot# 62121495; item# 42527900502; lot# 62357317; item# 42527900500; lot# 62565054; item# 42527900501; lot# 62827409; product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products/provided pictures identified signs of use (nicks, gouges, scratches) and has both of components 1 and 2 disassembled/missing. The missing components were not returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. (H9: z-1052-2015). If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.